Event description:
It was reported that the patient has expired after an implant duration of approximately 0.83 months, due to unknown reasons. No further details were provided.

Event description:
The home patient (hp) contacted the technical service representative and stated that the fluid he is draining out is very milky and he is not feeling good during his initial drain phase of therapy. The hp drained 221 milliliters (ml) in the initial drain and his last fill volume was 1000 ml. The tsr performed troubleshooting methods and did not uncover any problems so he advised the patient to call his peritoneal dialysis nurse. Follow up conversation with the patient's nurse revealed that the patient had peritonitis. The patient went to the emergency room on (B)(6) 2010 and began antibiotic treatment (unknown) and is doing better.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had a device previously explanted; (B)(4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/23/2010 and 10/02/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review is currently in process.